Event description:
The customer reported when going to fluoro, the unit comes up with arrows and green lights come on. The system is still being used. There are no reports of patient harm or injury.

Manufacturer narrative:
The ge service rep replaced both the fluoro function board and the ps1 power supply. The ps1 was adjusted according to published service procedures. The system is now operating as intended.